Manufacturer narrative:
(B)(6). Device evaluated by the manufacturer: the device was returned for analysis. The returned device was broken/fractured approximately at 171.5 cm from the proximal end; the detached section was not returned. Some indentation marks were observed close to the broken/fractured section. Besides, its body was kinked approximately at 3 cm, 31.5 cm and 160 cm from the proximal end. No more damages were found in the returned device. Dimensional inspection revealed that the outer diameter (od) of the middle of the device, and proximal section were within it's specification. However, dimensional inspection of the overall length and distal tip could not be performed due to device condition.

Event description:
Reportable based on device analysis completed on 05jun2019. It was reported that the burr was trapped with the wire outside of the patient's body. The 90% stenosed target lesion area was located in a moderately tortuous and severely calcified left anterior descending artery. A rotawire and 1.50 mm rotalink plus was selected together for a percutaneous coronary intervention procedure. During preparation at outside of the patient's body, the wire and burr were stuck during adjustment of the rotational speed. The procedure was completed with another of the same device. No complications reported. However, device analysis revealed the returned device was broken/fractured approximately at 171.5 cm from the proximal end; the detached section was not returned.